Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, an extravasation and dissection was noted on the angiogram upon pulling back the 0.014" enroute guidewire and balloon, which led the physician to convert the procedure to cea and add a patch and the original stent placement over the dissection to resolve. It was reported that the patient passed their neurological check post-procedure.